Event description:
It was reported while using bd vacutainer® sst¿ ii advance, one tube was missing its label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E.1: initial reporter facility name: (B)(6). Investigation summary: bd received one photo for investigation. The photo was reviewed and shows a tube with a missing tube label. Additionally, a visual inspection was conducted on 100 retained samples, and no missing labels were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect/missing label information. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.